Event description:
It was reported that the up arrow button is intermittently responding to presses for the past few days and is progressively getting worse. The patient indicated that the keypad is not torn or peeling. The patient wears the pump in their pocket.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up button was found to be responding intermittently. The keypad was removed and the up button contact was found to be misaligned.